Manufacturer narrative:
The investigation into introducer damage ¿ mechanical has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding issue was most likely patient condition related, there was multiple site bleeding observed as per the clinical description provided. The following have been reported incorrectly on manufacturer device report 1220648-2024-21401. E4 should have been left blank. G1 reporting contact email.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient was on impella cp support. While on support, droplets of blood were noted around impella catheter while inside peel-away sheath. The patient had large hematomas at both groin sites. Right femoral artery site, which was accessed but not used for impella, was perclosed x 1; hematoma pushed out with manual pressure. Left femoral artery site, which was the impella access site, with large hematoma as well, manual pressure applied to site. The concern for further bleeding and patient brought back to cath lab to assess for potential retro-peritoneal bleeding with angiogram of peripherals. In meantime, patient received four units packed red blood cells, three liter normal saline, one bottle albumin, and two fresh frozen plasma. The decision was made to remove the impella and the procedural outcome was the patient survived surgery.